Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated reports: 0001825034 - 2018 - 03336. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patients right hip was revised approximately 10 years post-implantation due to elevated metal ions. Intraoperatively, a great deal of metal wear consistent with metallosis was identified. The acetabular cup and femoral head were removed; the femoral stem was retained as it was well fixed. The primary surgery date is unknown, however it took place circa 10 years ago. No surgical complications reported or additional information available. Attempts have been made and no further information is available.